Event description:
Caller reported tandem mobi cartridge alarm, which occurred during load process. There was no adverse impact to the customer's blood glucose level. Cts decided to replace pump and sent storage instructions to caller, ensuring pump was returned within 10 days. Caller opted for a signature on delivery and planned to use mdi as backup therapy.